Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported issue appears to be related to calcification at the access site and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the heavily calcified right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr and during the aaa procedure, the sheath was upsized to 18fr. Reportedly, the proglide was placed; however, when pulling back the plunger, a cuff miss occurred. Four additional proglide devices were used with the same results. A prostar device was used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the prostar device. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in training in the use of the proglide device; however, is established in the preclose technique. No additional information was provided.